Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 551 mg/dl. The customer was treated with shot for high blood glucose. Troubleshooting was not performed for high blood glucose. The customer also stated that the insulin pump had a no delivery alarm. Troubleshooting was performed and noticed that the insulin exited. The insulin pump will not be returned for analysis.